Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this device showed the 1003 code with a yellow alert message at preimplant interrogation. Upon reviewing data from the disk, it was concluded that the fault code appeared due to a cold weather exposure. Data analysis was completed, and the battery has recovered. No patient involvement. The device has been returned for analysis without additional allegations.